Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer took corrective actions by changing the infusion set and cartridge and resumed insulin delivery.